Event description:
(B)(4). Same case as MDR ID: 2134265-2013-06507. It was reported that post percutaneous coronary intervention, side branch stenosis occurred. Clinical status assessment on june 2013 indicated that the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the 1st obtuse marginal (om) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.50mm x 20mm study stent. Following stent deployment, a grade b dissection was noted distal to the target lesion which was treated with placement of a 3.00mm x 12 mm bail out stent. Following post dilatation, residual stenosis was 0% and timi 3 flow. Baseline core lab angiography was performed and revealed 10% side branch stenosis at 1st obtuse marginal. Post procedure angiography revealed 75% 'branch percent stenosis' in 1st obtuse marginal.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Relevant tests/lab data -updated. (B)(4).

Event description:
Evolve ii clinical study. Same case as MDR ID: 2134265-2013-06507. It was reported that post percutaneous coronary intervention, side branch stenosis occurred. Clinical status assessment on (B)(6) 2013 indicated that the patient's qualifying condition was unstable angina and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the 1st obtuse marginal (om) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of 3.50mm x 20mm study stent. Following stent deployment, a grade b dissection was noted distal to the target lesion which was treated with placement of a 3.00mm x 12 mm bail out stent. Following post dilatation, residual stenosis was 0% and timi 3 flow. Baseline core lab angiography was performed and revealed 10% side branch stenosis at 1st obtuse marginal. Post procedure angiography revealed 75% 'branch percent stenosis' in 1st obtuse marginal.